Event description:
It was reported that the ilet pump generated repeated restart alerts and an alert 38 motor stall, after which the pump outlet/pod failed and insulin delivery ceased for approximately two to three days, consistent with a failure to infuse and implicating the motor component. Symptoms included no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, interviews, and analysis of information provided by the user or third party. Investigation of this case revealed a communications-related problem and a component-related failure associated with the motor that resulted in a failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.